Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately low. The medical affairs specialist was unable to reach her after several attempts via phone. A letter was also sent to the address provided. The patient reported that one day earlier at 6:42 pm, she had received a result of 55 mg/dl and later at 11:25 pm, she obtained a result of 96 mg/dl. She was asymptomatic at both those times. At an unspecified time, the patient took her oral medication. Between 3:00-4:00 am, the patient started having seizures. Her husband gave her glucagon and called the ambulance. She was not tested on the reported meter during the time she experienced the seizures. She was rushed to the hospital and given glucose there. There is no further information provided regarding the ambulance/hospital blood glucose results, and further treatment received by the ambulance/hospital. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct. However, it was discovered that she was not cleaning the puncture area properly. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, information regarding the events leading to the patient experiencing symptoms, whether or not the patient had taken/witheld medication based on the reported meter's result prior to going to bed and results on the paramedic's meter and hospital's meter. A replacement meter, control solution, and test strips were sent to the lay user/patient. This complaint is reported because the patient alleges she had a seizure following obtaining a normal blood glucose result the night before and had to seek medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do no pass inspection, lifescan will inform FDA of the results in a supplemental report.